Manufacturer narrative:
According to the complaint description, the sample and lot number are not available. After receiving this complaint, we were unable to investigate further complaints and conduct documentary investigations to look for any anomaly recorded during production as neither the lot number nor the sample are available. Thus, no investigation can be made for this complaint. The investigation is not yet complete, a follow up report will be submitted on completion of the investigation. B3: unknown date.

Event description:
According to the available information, when blocking the irrigation catheter in the bladder, it burst when the block volume was already 50 ml. This process was repeated 3 times in succession. There was no harm to the user.